Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultralink meter was giving inaccurately high readings. On (B)(6) 2014 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On (B)(6) 2014 at 8:00 am, while at work in a hospital, the patient obtained the blood glucose reading of 413 mg/dl on the reported meter. At that time, the patient experienced the symptoms of being drowsy and lethargic and she felt her blood glucose level was high. The patient noted her target values range from 130 mg/dl to 200 mg/dl. Based on this reading, the patient took 5.0 units humalog insulin via her pump. At an unknown time afterwards, the patient passed out, and coworkers took her to the emergency room. At 10:00 am the patient¿s blood glucose level was tested to be 18 mg/dl. The patient was treated intravenously with glucose and admitted to the hospital. At 1:00 pm the patient tested her blood glucose level with the reported meter and obtained a reading of 365 mg/dl. Within 30 minutes, the patient¿s blood glucose level was also tested with a hospital meter, with the result of 265 mg/dl. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating and her testing technique was correct. The patient manages her diabetes with insulin pump therapy. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint could not be reproduced. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.